Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure there was a defect of the biorci screws ( the proximal part of the screw broke while the surgeon was turning it with the drill). No delay or patient injury reported. It is unknown if there was a backup device available.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Due to product unavailability, physical evaluation, full investigation and conclusions were limited. Factors affecting device performance include: device ability, surgical ability and surgical site preparation according to instructions for use (IFU). IFU confirms instructions, recommendations and precautionary statements for proper use of product. Influences that could compromise product integrity include: site prep with alternate or without recommended instruments. Screw taper style or larger head to body design unaccounted for. Entanglement with guide wire or other instrument causing tearing and fractures. Use of disproportionate screw size. Use of excess torque or force. Per IFU: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ interference style screws maximum surface to surface intent is achieved by use of same size tunnel as product, allowing threads to make optimum surface to surface contact. Product met specifications upon release to distribution.